Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The entire sheath was removed, and then the septum was evaluated by transesophageal echo (tee). A bright object of about 4mm was seen around the back of the aortic valve in the left atrium. The tee data was traced back, but this object was not seen before the procedure. The echo physician judged that it was an artificial object, so the catheter was examined for defects, but no particular abnormality was found. When checking the tee, the proctor was concerned that the object was not moving at all, but judged that it was probably air. The attending physician and proctor judged that there was no particular problem with this case and completed the procedure without any additional treatment.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. The entire sheath was removed, and then the septum was evaluated by transesophageal echo (tee). A bright object of about 4mm was seen around the back of the aortic valve in the left atrium. The tee data was traced back, but this object was not seen before the procedure. The echo physician judged that it was an artificial object, so the catheter was examined for defects, but no particular abnormality was found. When checking the tee, the proctor was concerned that the object was not moving at all, but judged that it was probably air. The attending physician and proctor judged that there was no particular problem with this case and completed the procedure without any additional treatment.